Event description:
Neural analytics is developing and testing automated brain scanning. I underwent brain scans to help them develop the product. The scan lasted a tremendously long time. During the procedure I felt sensations in my brain and said so but the employees seemed indifferent. Immediately after the scanning I had a significant headache and dizzy. I could not think clearly. I could not see clearly. I took advil to try to numb the sensation and have been taking it almost continuously since that time. I am afraid to report to the company. I am afraid they may have scanned me too long or with too much power. I am afraid that the automated system may have caused some damage to my brain. I am afraid that I may have permanent disability as a result of trying to help the company. These are a bunch of young girls seeming to be hell bent on making something for financial gain and potentially injuring or killing volunteers in the process. This is sort of a "frankenstein" company.